Event description:
The customer reported a shock equipment malfunction message during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a shock equipment malfunction message during testing. There was no pt involvement. The device was evaluated by philips. The symptom was verified. The therapy pca was replaced to resolve the issue. The device passed testing and was returned to service.